Event description:
Bone quality was type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was not achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.